Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer stated the chair doesn't stop when the knob on the joystick is released,stated husband sat on the joystick and it is bent. MDR filed.